Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 494 mg/dl. Customer was unable to treat their high blood glucose. Customer advised they received the alarms during the bolus, basal and fill tubing process. Customer advised they had bent cannulas in the past and they are lean. Customer advised they would call back to troubleshoot the device.